Event description:
Journal reference: anand, et al., "gastric electrical stimulation is safe and effective: a long-term study in pts with drug-refractory gastroparesis in three regional centers." Digestion. 2007; 75 p. 83-89. The study followed 156 pts implanted and another 58 as controls for at least 4 years; some up to 10 years. Reportable event: follow-up data from dr. Abell regarding pt deaths. Pt, male, expired in 2002. Cause of death reported as unk. Article stated deaths were primarily due to their underlying disease, and that the deaths were not directly attributable to the ges devices.